Event description:
Customer reported the system will not completely boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the communication pcb, and adjusted the genlock voltage to 2.5v. System operates as intended. This MDR is related to ge healthcare complaint.